Event description:
The clinician reports the implant was inserted (B)(6) 2018 in the patient's mouth. Primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.